Manufacturer narrative:
Catheter style model: unk, serial # unk, implanted: unk, explanted: (B)(6) 2012; catheter model 8709sc, lot # n311621004, implanted: (B)(6) 2012, explanted: unk.

Event description:
It was initially reported that the stylet began to unravel when it was pulled back through the catheter. The physician replaced the catheter section where it was sheared. Patient experienced no adverse events and was doing fine. It was later added that the catheter was placed by the physician and purse string knot was tied over the catheter. The physician began to remove the needle and accidently sheared the catheter. The stylet was removed along with the needle, but as the stylet was being withdrawn from the catheter, it began to unravel. The stylet was then removed, but continued to unravel. They physician continued removing the stylet until it appeared that there was nothing left in the catheter. Fluoroscopy was then used to double check to see if any additional portions of the stylet appeared to be stuck in the catheter. The physician then aspirated from the catheter to again check the integrity of the catheter. Everything appeared to be operating effectively, so the physician chose to anchor the catheter and proceed with the rest of the pump implant procedure. Drug delivered via the system was morphine sulfate 1.0 mg/ml at a daily dose of 0.0999 mg. The patient was doing well and receiving effective therapy; "at this point there was no reason to believe that the device or its component were not functioning or were ineffective."

Manufacturer narrative:
Catheter guidewire was returned for analysis - catheter body damage occurred to catheter body and/or guidewire during implant procedure; difficulty with catheter/guidewire interaction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).